Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. On a separate occasion, a hole developed distal to the suture wing, nineteen centimeters from the distal end of the catheter.